Event description:
Customer complaint was received stating that the 100's digit was not visible. While on the phone the system was reviewed and it was learned that all of the segments were missing in the 100's place. A request was made to return the unit and a replacement was provided.